Event description:
The complainant reported the insertion of an impella 5.5 device in a patient with postcardiotomy cardiogenic shock was unsuccessful with anastomosis bleeding. The patient would ultimately expire but not before implanting an impella cp device that experienced low pump flow. The patient was admitted for a pericardiectomy and during this procedure, the patient arrested. It was suspected that the left anterior descending artery had occluded and the patient was taken for an emergent coronary artery bypass graft surgery. However, the patient would not separate from the bypass. The decision was made to implant an impella 5.5 device. During the implant, the impella 5.5 made it into the graft, past anastomosis but was unable to make the turn into the heart after multiple attempts. Multiple blood products were used due to axillary anastomosis bleeding a "great deal." What was infused and the number of units is unknown. The physician felt there was a stricture preventing the impella 5.5 from entering the heart. The impella 5.5 implant was aborted, and an impella cp was called for to attempt to help separate from the patient from the bypass. The impella cp device was implanted without incident. However, it was noted that there were "great flows at the beginning." The blood pressure would increase and decrease with blood products being given. However, despite "aggressive" treatment, the patients blood pressure fell despite volume, and the patient expired on the operating room table. Medical safety review of the event noted the impella cp to have "great flows at beginning¿ reasonably suggesting optimal flows were not sustained resulting in an outcome of serious injury. However, the impella 5.5 bleeding from the anastomosis requiring multiple blood products as the onset of serious adverse complications and likely to have contributed to the patient¿s demise. Thus, cannot be excluded as a possible contributing factor.

Manufacturer narrative:
Medical safety review of the event noted the impella cp to have "great flows at beginning¿ reasonably suggesting optimal flows were not sustained resulting in an outcome of serious injury. However, the impella 5.5 bleeding from the anastomosis requiring multiple blood products as the onset of serious adverse complications and likely to have contributed to the patient¿s demise. Thus, cannot be excluded as a possible contributing factor. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this is one of two devices associated with the event. Refer to medical device report for the impella cp serial number (B)(6) with date of event 06-mar-2025 and patient identifier ending in (B)(6).